Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged because a scratch was noted on the iol after implantation. The patient was brought back to surgery the next day. The iol was exchanged for the same model and power iol. During the exchange procedure, a posterior capsule defect was noted and vitreous was observed. An anterior vitrectomy was performed and the lens was sutured. An unapproved viscoelastic was used during the surgical procedure. The surgeon reported that he feels the root of the problems are with the injector. Additional information has been requested. There are two medical device reports associated with this event. This report is for the exchange procedure.